Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that during a quality control (qc) high r ange activated clotting time (hr-act) test, the first time, it would pass, but the second time would always fail. The customer rebooted the system three times and reported that it failed all three times. The average act was 297 secs and the last fail was 300 and 294 secs. The use of the instrument was unknown. There was no adverse patient effect associated with this event. Medtronic received additional information confirming that the issue was specifically related to the abnormal liquid control failing.

Manufacturer narrative:
Device evaluation summary: the reported issue that during a qc hr-act test, the first time, it would pass, but the second time would always fail. Was verified during service via phone call with customer. Service technician spoke with perfusion and gave instructions on how to run abnormal controls by letting the controls sit for a longer time before reconstituting controls prior to running qcs. Perfusion was then able to get controls to pass. No further action required the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.